Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 failed, user requested technical support. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half-height drawer 2-2 was not detected on the bus. A field service engineer (fse) observed that the lights on the drawer control board were off. The fse replaced the drawer controller board, checked all connections, and the drawer started working again. The customer verified the drawer using the pyxis application. The system functioned as intended after the field service engineer repaired the device.